Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1218058-2017-00129. A supplemental medwatch report for 1218058-2017-00129 was recently submitted on 2-12-2018. Evaluation results were as follows: the electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that a force pulled it away from the connection. Retained sample testing for this lot number confirmed that there were no irregularities associated with this customer report. No trend is associated with reports of this type.